Event description:
Related manufacturer reference number: 2017865-2023-11295 and 2017865-2023-11296. It was reported that the patient presented with infection and vegetation during follow-up in clinic. The patient was administered with antibiotic. The physician explanted the pacemaker. No intervention performed on the leads at this time. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.